Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement during an MRI (tesla strength and date not reported). The patient's head was wrapped as recommended by cochlear. Surgery to replace the magnet has been completed under general anaesthesia on (B)(6) 2026. The implanted device remains.